Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. Found no alarms in history relating to customer's reported problem. During the functional testing it was found the plunger lever was stuck in down position. The dowel pin came out of the head mount. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger head mount and dowel pin and performed all functional tests which passed.

Event description:
It was reported that the pump's syringe plunger release lever not working. No patient injury was reported.